Event description:
The pt felt a burning sensation following a refill. Due to this, the hcp attempted to aspirate the contents of the pump reservoir but "got nothing back." Per the reporter, a pocket fill occurred. The pt was admitted to the hospital "as a precaution." The pump delivered lioresal 2000 mcg/ml. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).